Event description:
A physician reported a pt was originally skin tested on 17 october 1997 and on 9 november 1997; both with negative results. The pt has since had multiple collagen treatments without adverse response. On 8 july 1998, the pt was treated in the nasolabial folds, vertical lip lines, and glabella. The physician noticed a slight blanching of the glabella immediately after the treatment. On 10 july 1998 the pt presented with pain and a "dusky" color at the glabella. The physician prescribed prednisone and keflex on 10 july 1998. On 11 july 1998, the pt was examined by the physician who noted a 3 mm x 1.2 cm scab at the glabella. The physician believed the symptoms were related to a necrosis at the glabellar injection site. No further medical or surgical intervention was prescribed or planned.